Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient presented to the ER after receiving several inappropriate shocks for atrial fibrillation with rapid ventricular response detected as ventricular fibrillation. Despite programming changes, the patient still received inappropriate therapy. The patient had an av node ablation procedure, and device was explanted and replaced.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate therapy shocks for svt and that the device had reached the capacitor charge time limit at the end of multiple therapies. Programming changes were recommended. It was also reported that the device incorrectly showed alert for a capacitor charge time limit.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.